Event description:
Provider states the handrim is cracked at the weld and also the frame is broke at the weld. Provider had to go to a meeting and will call back with more information. The left side frame is cracked in the rear where the back cane attaches. We are replacing both right and left frames under warranty due to the frame color change from chrome to silver vein. This complaint is for the cracked hand rim at the weld

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.